Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat a vaginal cuff granulation mass. The patient underwent the concurrent procedure of excision of vaginal cuff granulation mass during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation concurrently with total laparoscopic hysterectomy/ bilateral salpingo-oophorectomy due to prolapse, post menopausal bleeding, and pelvic pain. It was reported that after implantation the patient experienced pain, erosion, extrusion, infection, recurrence, dyspareunia, vaginal scarring and urinary problems. It was reported that due to pain, patient underwent mesh excision on (B)(6) 2010 and on (B)(6) 2012. (B)(4) - dyspareunia-labeled; urinary problems.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.